Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the wheel is out of round. It wobbles. Out of box failure.